Event description:
It was reported the insulin pump had cracks on the display window. Customer's blood glucose was not provided. No further info reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with cracked case at the display window corner and cracked lcd display window on the bottom right corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.